Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using on the patient, the epump 1000 ml pump set tubing burst at the connection while tylenol was being infused. There was no effect on the patient, other than a small amount of tylenol backing up into kangaroo tubing rather than going into the ng tube. The pump was powered off, and the broken tubing was removed from the unit. A new bag/set was installed and used with no issue.

Manufacturer narrative:
Since no lot number was provided, a device history record review could not be performed. The sample was received for evaluation and during the visual evaluation, it was confirmed that the sample shows that the silicon tubing was at the end of the mystic connector. The sample was cleaned and a functional test was performed with no detachment observed. The failure mode reported was confirmed; however, as the failure mode was not duplicated, the issue is not considered as manufacturing related. No root cause and corrective action was taken since the failure mode was not duplicated. This complaint will be closed and used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.